Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records reviewed, and no issue found. Additional h3 investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [knot pull tensile strength] and no issue found. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. Additional information was requested and the following was obtained: were there any patient consequences? Unobtainable. Once there is any update, we will update the information. Procedure date: (B)(6) 2021.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Procedure date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke during knotting blood vessel in high ligation and stripping of great saphenous vein under combined spinal-epidural approach surgery. No additional information was provided.